Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed due to infection. It was further reported that the patient required a clot extraction and pocket revision due to a hematoma. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.